Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed multiple downstream occlusion messages however, the log cannot be used to determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No abnormalities that could cause or contribute to the reported problem were observed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "downstream occlusion test". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.